Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver 5fu 5350mg/250ml, at a rate of 5.4ml/hr, with a vtbi (volume to be infused) of 250ml, for a duration of 46 hours, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the homecare pt returned to the user facility as planned to have the device disconnected. At that time, the customer contact reported the device alarmed for end of infusion. The nurse removed the device from the fanny pack and noted the container was full. It was reported that the display indicated that 250ml had infused and that the container was empty. The pt reported there were no alarms during the delivery and heard that the device motor was running. The device was removed from clinical service. The physician was notified. Therapy was not completed; therefore the pt missed a dose. There were no reports of adverse pt effects. No medical interventions were required. On (B)(6) 2013, the customer contact reported the resumed therapy was resumed as schedule using a replacement device as scheduled. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2013 at 1125, the device was programmed to deliver for continuous only in ml, at a rate of 5.4ml/hr, a vtbi (volume to be infused) of 250ml, the device was powered off. At 1218 the device was powered on using batteries and the delivery was started. On (B)(6) 2013 at 1042, an empty container and end of infusion alarm occurred, the delivery was stopped and the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.